Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the pink slide did not move forward. They never felt the cannula deploy or pierce the skin. Blood glucose levels reached 300 mg/dl.

Manufacturer narrative:
The pod was received with cannula not deployed. Pod download data showed that the first priming got completed prematurely, resulting in early completion of second priming. Timeouts and drive stall were observed in the beginning of the pod operation data that caused failure in deploying needle, even after completing the priming sequence. The actual cause of the timeouts and drive stall could not be determined.. Bottom and middle batteries were measured to have slightly lower voltage than normally expected. Shelf mode current was found to be higher than the specification limit, that contributed to low battery power. It could not be conclusively determined if it linked to the reported needle mechanism failure.